Manufacturer narrative:
Examination of the returned device confirms the reported material fracture. A search of the complaints databases finds one other similar report against the product/lot code combination. The root cause was not found as the sample was not returned for examination. The device was tested on a calibrated rockwell hardness tester and was found to be within specifications. The etched lot code of a0408 indicates the device was manufactured in april of 2008 and has been in distribution for over five years. The item is in very worn condition. The hudson end is heavily deformed on the flat from use and the finish has multiple striations and surface scratches. The fractured portion was not returned for examination. Based on the age and condition of the instrument as well as meeting hardness specifications, the root cause is attributed to wear out. The need for corrective action has not been indicated.

Event description:
Product received.

Manufacturer narrative:
This complaint is still under investigation.

Event description:
During this procedure, the tip of this cement drill broke off in the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.